Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a partial lead was returned in two portions for analysis. Electrical testing did not find any indication of conductor fractures. Although, an internal short was noted, at the distal portion (b), due to procedural damage. Visual and x-ray inspections of the partial lead did not find any anomalies, except for procedural damage.

Event description:
It was reported that patient presented for a scheduled procedure. Prior to procedure, it was noted that right ventricular (rv) lead exhibited high capture threshold. The lead was explanted and replaced with new lead. Patient condition was stable.